Event description:
Tech alleged that the ground pin on the power cord plug was not grounding properly. No pt impact.

Manufacturer narrative:
The tech replaced the power cord plug to resolve the issue.